Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: evaluation of the returned stent delivery system (sds) found blood in the guide wire lumen and contrast in the inflation lumen and balloon. The balloon was loosely folded. This is consistent with preparation, a guide wire advanced into the lumen, and the stent deployed. There was no damage noted to the sds. An indeflator was used in an attempt to inflate the balloon, however, due to undissolved contrast, the balloon would not inflate. After pressurizing the sds overnight, the contrast was dissolved and the balloon was inflated to 16 atmospheres (atm) with no damage noted to the balloon. The balloon was again inflated to nominal pressure of 9 atm and the balloon working length was measured to be 19.5 mm, meeting manufacturing criteria. In this case, the reported oversized balloon was not confirmed and there are no indications of a product quality deficiency. The reported appearance of a longer balloon may be the result of, but not limited to manufacturing, incorrect vessel diameter size measurement, incorrect marker band placement, or incorrect product size selection. To ensure this is not related to a manufacturing deficiency, a sampling of units is destructively tested to verify uniformity of expansion. Additionally, a sampling of catheters is destructively tested to verify proper balloon working length for every sub-assembly catheter lot. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this event. Additionally, a query of the complaint-handling database was performed and there have been no other incidents for oversized balloon reported for this lot.

Event description:
It was reported that the promus stent was placed, but the balloon seemed to be longer than normal. No adverse patient effects were reported. No additional information was provided.